Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "tip of the scope breaking" was confirmed. According to henke: scope evaluated as a level 3. Distal tip/fiber damage, keel missing from distal tip. The complaint for ¿piece of metal off the tip¿ has been confirmed and is due to customer use and handling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the scope broke. The broken piece was successfully removed.

Event description:
It was reported that the tip of the scope broke. The broken piece was successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.